Event description:
See h11.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned loaded in the introducer. The stent was able to advance through, deploy from, and retract back into an in-house microcatheter without resistance during the investigation. However, the stent was unable to fully open at the distal end during the investigation, which is consistent with the expansion issue described in the reported event. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the stent expansion issue; however, the "twisted" condition observed in the reported event may have deformed the distal end of the stent and thus, preventing full expansion during the investigation. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but it has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the patient was presented with a left ophthalmic segment aneurysm of the carotid artery, and a procedure using a stent was planned. Prior to the surgery, the operator flushed the stent in accordance with the operational protocol, and advanced one-third of the stent out of the sheath for hydration inspection. After the stent delivery catheter was positioned in vivo, one-third of the stent was deployed. However, the stent failed to expand despite repeated attempts. An effort was made to retrieve the stent back into the microcatheter, but the retrieval was impeded by excessive resistance. As a result, both the stent and microcatheter had to be withdrawn entirely from the patient¿s body. Post retrieval inspection revealed that the stent was twisted into a rod-like shape. Subsequently, a backup flow diverter stent and a new microcatheter were used as replacements. The replacement stent was deployed smoothly with satisfactory apposition to the vessel wall, and the procedure was completed successfully. The patient is fine.